Event description:
Medtronic received a report that a cerebrovascular accident has been assessed by the site to be possibly related to index procedure. Transient ischemic attack left sided upper and lower limb weakness. The patient was hospitalized >24 hrs. CT imaging and 1 hourly neuro obs. Severity was severe. Day 2 post op follow up CT of the head revealed no new findings and the previously sulcal hyperdensities and cortical swelling had improved and was barely seen. A diagnostic procedure was later performed as a result and the patient's swelling improved. This event was reported to be likely contrast leak rather than a hemorrhage. There was note of high volume of iodinated contrast used for treatment of multiple aneurysm in this case. The patient was monitor while in the hospital. No other medical intervention was given. This did not result in a new or worsening of existing neurological deficits. The previously described cerebrovascular accident was adjudicated as ischemic stroke possibly related to the procedure and having a causal relationship with the device. The cerebrovascular accident recovered/resolved on (B)(6) 2018. The patient had underwent implantation of 3 pipeline devices to treat 3 aneurysms. First aneurysm: sidewall saccular left anterior communicating artery measuring 12.4mmx5.8mmx7.4mmx5.0mm. Parent artery diameter distal 2.5mm, proximal 3.0mm second aneurysm: right bifurcation branch saccular anterior communicating artery measuring 7.6mmx6.0mmx6.7mmx5.5mm. Parent artery di ameter distal 5.5mm, proximal 2.5mm third aneurysm: right bifurcation branch saccular anterior communicating artery measuring 4.7mmx3.8mmx4.7mmx47.7mm parent artery diameter distal 1.9mm, proximal 2.8mm the site reported residual aneurysm (raymond roy class 3) was noted in imaging performed on (B)(6) 2018, (B)(6) 2019, and (B)(6) 2019 for aneurysm #2 and #3. The site reported residual neck (raymond roy class 2) was noted in imaging performed on (B)(6) 2019 (aneurysm #2). The site also reported complete occlusion (raymond roy class 1) was noted in imaging performed on (B)(6) 2019 (aneurysm #3).

Manufacturer narrative:
Please see manufacturer report # 2029214-2018-01008 and 2029214-2018-01009 for the other pipelines involved in this event. If information is provided in the future, a supplemental report will be issued.